Event description:
On (B)(6) 2014 the reporter contacted animas alleging that areas of the display screen were blank. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: the pump powered on to a fully functional, fully illuminated display screen. There was no indication of any segments missing from the display. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.